Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what was the reason the postoperative antibiotics were prescribed? Were the postoperative antibiotics prescribed because the suture pulled off/disconnected from the needle during the procedure? Or were the postoperative antibiotics prescribed prophylactically as standard post-op care for this type of dental procedure? Did the patient experience any adverse patient consequences? If yes, please describe. What is the patient's current status? Please confirm the issue with the suture: did the suture pull off the needle? Did the needle break? Did the suture break? UDI: (01)gtin is unavailable therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a dental surgery due to residual crown of 46 teeth on (B)(6) 2024 and suture was used. During the procedure, the suture broke. The doctor promptly removed the needle and carefully examined it. It was found that the connection between the suture and the needle was broken. There was a pull off of the suture from the needle. The suture wound was replaced, and postoperative antibiotics such as acetylspiramycin and metronidazole tablets were used to prevent infection. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2024. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. The following information was received: after investigation, a 76-year-old female patient underwent tooth extraction surgery in hospital on (B)(6) 2024 due to "46 residual crowns". During the surgery, the surgeon used w577 for continuous suturing of oral mucosa (using needle holder). During sewing, pull off suture needle occurred (with specific situation unknown). The surgeon immediately removed the detached needle and replaced it with a new suture (with specific product information unknown) for sewing. The subsequent surgery went smoothly. During this period, the oral mucosa tissue was scratched (details unknown). No subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.